Event description:
It was reported that the health care professional (hcp) called to shorten time for therapy as the patient with this implantable cardioverter defibrillator (ICD) experienced syncope during an episode. It was noted that some of the signals were undersensed. Technical services (ts) reviewed the reports and stated that the undersensing did not cause the syncope as the device was charging at the time of the undersensing. Ts stated that the syncope was caused by the change in the patient's intrinsic rhythm. The hcp agreed. Ts assisted the hcp in reprogramming the device. The device remains in use. No adverse patient effects were reported.